Event description:
It was reported that noise was observed on the atrial channel when the patient's cell phone rang during the implant procedure. The noise was no longer observed when the phone stopped ringing. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.